Event description:
The customer observed falsely depressed architect thyroid stimulating hormone (tsh) results for a patient that is on anticoagulants. The following data was provided (customer¿s reference range >0.35 iu/ml to 4.94 iu/ml): sample ID (B)(6). Tsh initial result with lot 56169ud00 = 34.57 iu/ml, repeat = 68.43 iu/ml . Repeat result 30 minutes later after centrifugation with lot 57370ud00 = >100 iu/ml. Repeat result 1:5 dilution = 205.3 iu/ml. Tsh result from (B)(6) 2023 = 4.8 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lots indicates that the reagent lot and sublot perform as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot and complaint issue. The overall performance of the architect tsh assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient results for complaint lot 56169ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue under review. Based on the information within the complaint, the device met performance specifications and performed as intended. It was noted that the issue was due to a sample processing issue and not a reagent issue. Based on the investigation the architect tsh reagent lot 56169ud00 is performing as intended. No systemic issue or deficiency of the architect tsh reagent was identified.

Event description:
The customer observed falsely depressed architect thyroid stimulating hormone (tsh) results for a patient that is on anticoagulants. The following data was provided (customer¿s reference range >0.35 iu/ml to 4.94 iu/ml): sample ID (B)(6). Tsh initial result with lot 56169ud00 = 34.57 iu/ml, repeat = 68.43 iu/ml. Repeat result 30 minutes later after centrifugation with lot 57370ud00 = >100 iu/ml. Repeat result 1:5 dilution = 205.3 iu/ml. Tsh result from (B)(6) 2023 = 4.8 iu/ml. No impact to patient management was reported.